Manufacturer narrative:
The device was discarded. A representative device was received. Investigation is not complete.

Event description:
The customer contact reported no flow. The tubing set was used to deliver an unspecified IV solution. It was reported that after an unspecified length of time in use, the solution would not flow. The customer contact stated the nurse was able to obtain the desired "full open flow" after manipulating the tubing and cair clamp. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.